Event description:
The report was submitted with limited info. It was reported that the swg bent and got damaged during insertion into the right jugular. The swg was removed, and a new kit was opened. See MDR 1036844-2013-00316 for the second kit used. There was a delay in treatment, until the third catheter was placed successfully. Excessive bleeding did occur. No death occurred to the patient.

Manufacturer narrative:
(B)(4).